Manufacturer narrative:
According to the facility on (B)(6) 2024 the foley catheter balloon deflated requiring the facility to replace the foley catheter. No additional information is available at this time. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 the foley catheter balloon deflated requiring the facility to replace the foley catheter.